Event description:
It was reported to medtronic minimed that the customer reported pump cracked all the way to top to bottom to the battery side. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Critical pump error (open book image) confirmed. Exposed to moisture confirmed. For additional information regarding tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.